Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the alarms are inconsistent.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was evaluated and the issue of alarms being inconsistent was not able to be duplicated. , so the original complaint issue was not able to be confirmed. Fields were updated accordingly.

Event description:
Dealer is stating that the alarms are inconsistent.